Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-1927bcf-45 biocomposite-corkscrew tip broke. This was discovered during a shoulder scope procedure on (B)(6) 2021. During the procedure, surgeon found a small, focal defect in the rotator cuff and decided to place a biocomposite-corkscrew, ar-1927bcf-45. An ar-1922p punch and an ar-1927ptb tap were used to create and prepare bone socket for insertion of implant. When surgeon inserted the corkscrew, after 1-2 rotations, the tip broke off and rendered the anchor unusable. All the broken fragments were retrieved from inside the patient. Surgeon used an ar-1957p punch to open the original bone socket slightly and insert a new ar-1927bcf-45 biocomposite-corkscrew without further issues.